Event description:
Revision surgery - due to the humeral stem becoming loose.

Manufacturer narrative:
The reason for this revision surgery was due to a loose stem. The reported previous surgery and the surgery detailed in this investigation occurred 5.4 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the item and or lot number(s) was not provided or determined during the complaint evaluation. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. As of 3-dec-2018, the records needed have not been forwarded by zimmer-biomet. Should zimmer-biomet provide the needed records at a later time, this investigation shall be updated. The root cause of this complaint was a revision surgery due to loose stem. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.